Event description:
During the shift check, the AutoPulse Platform (SN 34311) made a clicking noise and failed to power on. The LCD was on but blank. The red (Alert LED) was illuminated, but no error was displayed on the LCD. The customer attempted troubleshooting by swapping multiple AutoPulse Li-Ion Batteries and LifeBands and by pulling up the LifeBand, but the issue persisted. The buttons on the user control panel were unresponsive, except for the power button. No patient involvement.

Manufacturer narrative:
The customer's complaint that the AutoPulse Platform (SN (b)(6)) made a clicking noise and illuminated red (Alert LED) was confirmed during functional testing and archive data review. The reported issue was caused by a System Error. The processor board firmware was reinstalled using the APVision 3 software to clear the System Error.The customer's complaint that the AutoPulse Platform failed to power on and that the LCD was blank was not confirmed during functional testing. The AutoPulse Platform powered on, and the LCD was visible, displaying messages without any issues. The AutoPulse Platform failed functional testing due to "System Error, Out of Service, Revert to Manual CPR" displayed upon powering on. When a system error occurs, the alert LED (Red) illuminates and causes a clicking noise per design, confirming the complaint.The archive data indicated System Error 132 (Internal Watchdog Timeout), confirming the complaint.The processor board firmware was reinstalled using the APVision 3 software to clear the System Error. The Platform was tested with the Large Resuscitation test fixture (LRTF) with good known test batteries until discharged without fault or error. The AutoPulse Platform functioned as intended.Following service, the AutoPulse Platform passed the run-in and final tests without fault or error.Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the AutoPulse Platform with SN (b)(6).